Event description:
On (B)(6), 2010, a respiratory therapist reported inomax ds device # (B)(4) was set at 20 parts per million (ppm) of nitric oxide (no) and had monitored values of minus 5 to 30 ppm while on a pt. Low and high calibrations were completed and the values stabilized for about an hour and then monitored values began to fluctuate between 7 to 26 ppm. The injector module (im) and disposables were changed without improvement. The device was switched out, and the respiratory therapist reported there was no harm to the pt and no adverse event had occurred. The following day, the device was tested on room air and the values were stable, but the device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6), 2010, a respiratory therapist reported that inomax ds, # (B)(4) had fluctuating nitric oxide (no) values while on a pt. The device is in transit for investigation. The supplemental report will be submitted within 30 days of completion of the investigation.